Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported advantage system blood glucose results of 279 mg/dl, 90 mg/dl, 92 mg/dl, and 91 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter, strips already returned.